Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reports left side rupture. Additionally, patient representative reports strong pains, patient developed a "depressive condition", and anxiety. The device has been explanted.

Manufacturer narrative:
The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports rupture of an unspecified side. The device remains implanted.